Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record could not be performed as the lot number and part number information was not available. Based on the limited information available, a definite cause for the reported death could not be determined. The reported patient effect of death as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report death. It was reported that on an unknown date, a mitraclip procedure was performed. Two mitraclips were successfully implanted. However, on an unknown date, the patient passed away. The physician was unable to determine if the implanted mitraclips did not cause the death. No additional information was provided.